Event description:
Shaft frosted during pretest cycle. Disconnected probe and used another r2.4l. Replacement probe worked fine, case completed as intended.

Manufacturer narrative:
Device received and evaluated. Investigation determined the cause to be a vacuum sleeve failure.failure occurred during pretest. No patient contact or injury.